Manufacturer narrative:
E1 (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had noise appearing on the main monitor and the sub monitor; horizontal stripe noise appeared about three times. The issue was found during a diagnostic procedure during sedation. The procedure was completed using the same device. There were no reports of patient harm.